Event description:
A purchasing agent reported that a glaucoma shunt was inserted and removed because it appeared to be defective. In a f/u call with the nurse, it was reported that the shunt was inserted in the eye and the surgeon noticed the shunt was not flowing properly. The surgeon removed the shunt and converted to a trabeculectomy during the same surgical procedure. There was no pt impact. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual insp cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. Add'l info was received via phone on (B)(4) 2012. (B)(4).